Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for via phone call for partial display. Blood glucose at the time of incident was unknown. Customer reported that they having issues with calibration and a fading screen. Customer reported that the screen is turning white. Customer reported that one night last week the they had trouble getting his blood glucose to rise, ate 2 spoonful's of honey, milk, juice, etc. To no avail. The insulin pump will not be returned for analysis.